Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/27/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered on h-3 and h-6. The damage to the frame and cam suggests that the instrument was clamped and fired over excessive tissue, and the unlocked firing handle, suggests that handle compression was incomplete.